Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporting attorney; his female client, a resident of (B)(6), underwent surgery in (B)(6). A stapler allegedly malfunctioned by locking on the rectum or anus and could not easily be removed, causing a serious perforation. A second surgeon assisted to remove the device and help repair. There was a laceration of the urethra. The patient had at least one repair surgery and may have issues with obstruction. Medical records were requested.